Manufacturer narrative:
Initial reporter address :(B)(6)

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 12atm within 10atm. The device was removed without problem using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.